Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found the dilator was not locked to the sheath and it kept coming out of the sheath during the procedure. The alleged faulty product was discarded and a new kit was used without issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the doctor found the dilator was not locked to the sheath and it kept coming out of the sheath during the procedure. The alleged faulty product was discarded and a new kit was used without issue.

Manufacturer narrative:
(B)(4). The customer returned one l-07611-001c sheath and dilator assembly. A visual inspection was performed and no defects were identified. The hemostasis valve cap was measured and was found to be within specification. The lower locking portion of the dilator hub was measured and was out of specification. The dilator was inserted into the sheath in an attempt to lock into the valve. The dilator would not lock into place and could be removed with little force. A device history record review was performed and no relevant findings were identified. The customer issue of the dilator not locking into the sheath was confirmed during sample investigation. During functional testing it was observed that the dilator could be removed from the sheath with little force. Dimensional inspection was performed and the dilator hub was found to be out of tolerance. The probable cause of this issue is manufacturing related. A non-conformance request has been generated to further investigate this issue.

Event description:
The customer reports that the doctor found the dilator was not locked to the sheath and it kept coming out of the sheath during the procedure. The alleged faulty product was discarded and a new kit was used without issue.